Event description:
The patient complained of pressure in abdomen. Urine was leaking around the patient's catheter. The catheter was removed and a new catheter was placed. There was 450ml of urine backed up. There was no adverse effect to the patient. The catheter will be sent to bard for inspection.